Manufacturer narrative:
Further information has been requested but no response has been received by the user facility. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. Due to the limited information provided, no investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
(B)(4).

Event description:
A user facility medwatch (reference # (B)(4) ) was received stating that: "patient on maquet servo-u became disconnected and ventilator did not alarm circuit disconnect." (B)(4).